Manufacturer narrative:
Date of the event (B)(6) 2017 is an estimate.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient's ins was sticking out, and on the day of the report patient had a revision where they put the ins down in their butt further. Patient stated that they had to make the pocket deeper. No further patient complications were reported/ anticipated as a result of this event